Event description:
It was reported that this pacemaker was explanted due to possible premature battery depletion (pbd). The pacemaker was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time.

Event description:
It was reported that this pacemaker was explanted due to possible premature battery depletion (pbd). The pacemaker was successfully replaced. No additional adverse patient effects were reported.